Event description:
A customer reported pachymeter configuration problems and were unable to print. The pt had received anesthesia. The procedure was not completed as the staff was unable to configure the equipment. More than 10 procedures were canceled. There was no pt impact reported.

Manufacturer narrative:
A company service rep spoke with the facility and resolved the issue over the telephone with orientations about how to configure the rxp for pachymetry and printing. (B)(4).